Event description:
Administrating epoprostenol and coumadin through a venous access device via infuison pump. The programmed parameters were constantly changing, based on pt's condition. A partially empty cassette was reinserted and programmed done to make the reservoir vol 100(as was the usual procedure). The cassette emptied completely (estimated over 7 to 8 hours). Pt suffered a relapse of pulmonary hypertension. Pump did not sound an alarm, despite the bag being dry and no solution being infused. It appeared as if device was working (pump was whirring. Reservoir vol was counting down). Lack of epopostenol induced worsening pulmonary hypertension that required transfer to ICU and intubation and mechanical ventilation, as well as treatment with inhaled "no." Pt responded well, but refused ongoing invasive care ( with the family's support).